Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient has a lead fracture, and as a result is experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07925 and 1627487-2024-07926. Additional information was received stating the fracture was not confirmed. The patient's system diagnostics recorded high impedances on all 3 leads. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.